Event description:
It was reported that the jaw of the instrument was broken during use. No patient complication was reported.

Manufacturer narrative:
(B) (4). Device was returned to the manufacturer for evaluation. The visual examination shows that the lower shaft is broken at the lower jaw pivot pin forward; the pin and broken off portion of the lower shaft is missing and was not returned for analysis. The location, direction, and amount of force required in order to induce fracture of the shaft is consistent with the application of excessive force. Microscopic examination of the fracture surface revealed a fairly brittle fracture surface, consistent with failure due to excessive force. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.